Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bending section of the colonovideoscope cannot be controlled due to cut on angle wire exhibited. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event, "due to a cut on a-wire, bending section cannot be controlled", was confirmed, and the device did not meet the standard specifications and function. Additional information stated that there was no angulation when knob was turned - bending section was straightened but cannot be angulated. The probable cause was that excessive stress was applied to the device during angulation or physical stress such as forcible angulation caused the suggested event. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: please read before use: warnings and cautions) states that the device may be damaged by handling such as the following: forcible angulation or insertion/withdrawal of endoscope; looping insertion section (diameter 12 cm or less) / excessive bending of bending section. Olympus will continue to monitor field performance for this device.